Event description:
It was reported upon cine imaging, externalized conductors were observed. The lead was explanted and replaced during scheduled eri replacement. The patient condition is good.

Manufacturer narrative:
External insulation abrasions were noted at 11.5-12.0cm and 43.7-43.8cm from the distal tip consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were found at 11.3-14.2cm from the distal tip. Internal insulation abrasion was found at 42.0-42.5cm from the distal tip. Explant damage was also noted at this location. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.